Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that 2 years and 10 months after the dental implant was installed in intraoral region #30 it was verified its non osseointegration. The 90 ncm of primary stability was achieved and immediate load was not performed.